Manufacturer narrative:
Reference record 1111898. Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient developed candida infection of the stoma and had elevated c reactive protein (crp). The patient was treated with antibiotic devasid 1.5gm IV x4. Additional information indicated that the patient experienced enlargement of stoma due to leakage, on (B)(6) 2017 the stoma was sutured. On (B)(6) 2017, the elevated crp level and growth of candida were resolved.